Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons not working) has been confirmed. Upon investigation the front and rear response button were not working intermittently. Root cause is underway. A supplemental MDR will be sent upon completion of investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it had non-functional response buttons.